Event description:
I received mentor cohesive gel implants in 2011, 3 years after getting them placed, I have experienced illness, and I was never ill before I had implants. I now have been diagnosed with hashimoto's thyroiditis which is autoimmune, I have joint pain, memory fog, anxiety, which I never had before, ever. Problems with my menstrual cycle, hair loss, fatigue, heart palpitations and blurred vision, chronic infections such as (B)(6) virus, several urinary tract infections, bacterial and viral infections, been on several antibiotics just for them to recur. I have daily dizziness and just a feeling of being ill. I am getting them out on (B)(6) 2018 and pray my symptoms go away.